Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8578, serial# (B)(4), implanted: 2011 (B)(6); product type accessory product ID 8709, serial# (B)(4), implanted: 2006 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. It was reported that the patient had issues with their healthcare providers. The patient's healthcare provider did not want to get involved. The patient's csf leak makes the patient head feel concave and reported his head was killing him. It was noted that he has two bones coming out of his foot, and that his foot is collapsing. The patient had an accident ten years prior that broke his foot.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, additional information was received from the patient. Approximately 6 weeks prior (also reported as (B)(6) 2015, a cerebrospinal fluid (csf) leak started, and the patient could not find an hcp to fix his catheter. The patient clarified that the pump went empty in (B)(6) 2015. Concomitant medications included "hydros" and oral hysingla. On an unknown date, a "spray test," to check the catheter, was performed; the hcp thought the catheter had "crystallized." Results of the "spray test" were not provided. Subsequently, the patient was discharged from care. During a 4 week hospital admission, from (B)(6) to (B)(6) 2015, the patient alleged that their csf leak was not addressed, and they declined to refill the pump, as they did not want to take over care of their pump. The patient was given oral medications, but as of 2015-08-18, they were running out of the "hydros." The "hydros" were being used as a bridge, as they needed bupivacaine in the pump. The patient was redirected to the implanting surgeon. Additional information has been requested with regard to the results, actions/interventions, and outcome of the catheter "spray test," as well as actions/interventions and outcome of the csf leak. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information received from the patient¿s follow-up doctor reported the patient had been dismissed due to being abusive to staff and non-compliance.

Event description:
Additional information was received from a consumer. It was stated the patients foot was so bad there was nothing that could be done. It was stated that one of the bones was coming out of the top of the foot and one was coming out of the bottom and surgery had to be done on it, but the doctor wouldn't do surgery because of the patient's cerebrospinal fluid leak. The patient was wearing a prosthesis on his foot. It was stated the patient had all sorts of conditions such as copd, cardiomyopathy, traumatic brain injury and two bones sticking out of his foot, as well as a stroke. It was stated that in (B)(6) 2014 the patient's spinal fluid was leaking and the patient was taking topamax for the swelling of the headaches and had zofran for nausea. The patient had a pump replacement on (B)(6) 2016 due to longevity. During this surgery they added extra stitches to resolve the spinal fluid leak but it did not resolve. It was stated in (B)(6) 2016 two surgeries were performed to try and resolve the spinal leak, but it did not resolve.

Manufacturer narrative:
The previously reported fdp code (B)(4) was removed, as it no longer applies. (B)(4).

Event description:
On (B)(6) 2015, additional information was received from the patient, via a company representative. It was confirmed that the pump had been empty for a while, but it was unknown for how long (previously reported as "pump had been empty for 6 weeks," as of (B)(6) 2015). Additionally, the patient stated that "it was leaking at their back;" the nature of the leaking was not clarified further, but it was the first time a leak was mentioned. The patient could not find an hcp for follow-up, and questioned "should they blow their brains out, or go check themselves into the hospital." The patient was in pain, but no further details were provided. Additional information regarding the onset of the leaking in the back, the nature of the leaking, circumstances surrounding the leaking, actions/interventions to resolve the leakage, and resolution of the leakage was requested. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
The following information was previously reported in manufacturer report 3007566237-2015-02569 and pertains to this event: information was received from a consumer regarding a patient implanted with a pain pump. It was reported that the patient's pump was a "blessing" in the beginning; but "as times have changed and doctors have changed it has become a curse." He pump was empty and they could not find anyone to refill it, and it had been an "unending nightmare." It was "apparently leaking at the catheter site" and the patient was having headaches and other side effects. The patient reported being told to find a neurologist and have it taken out. The patient also recently found out he had torn rotator cuffs and broken bones in his foot from "the old injury" that were never treated; so "on top of 3 back surgeries now we know of these problems also causing him pain." No outcome or pump medications were reported regarding this event. If additional information is received, a follow-up report will be sent. The following information was received (B)(6) 2015: additional information was received from a company representative and a consumer. Per the representative, the patient had been discharged from at least "half dozen" physicians and had exhausted all of his options; however, the patient stated that this was not true. The representative stated that the patient had "psych issues" and the recommendation from the most recent hcp was that the system be explanted. The patient declined the option of seeking medical care for the csf leak because he knew the recommendation was explant of the system. The patient stated that he had cardiac and pulmonary issues, a ruptured disc, a rotator cuff injury, needed a knee replacement, needed frontal sinus surgery, and needed surgery on his teeth due to his pump going empty because he fell and broke off his teeth. The previous year the patient's sinus issues caused his tear ducts to close. The sinus issues were unrelated to the pump and the rotator cuff and knee surgery occurred 5-7 years ago. The patient had not noticed the rotator cuff damage because the pump covered the pain from that injury. The patient stated that he was also hospitalized over the weekend with dehydration. The facility would not allow the patient to have his surgeries due to "liabilities." The patient wanted to find a doctor to replace the pump. The patient spoke with a neurosurgeon on (B)(6) 2015 who said that they would see him but then called the patient back stated that they would not see him. The patient did not want to go back to oral medications. The patient also stated that the catheter was leaking. The patient was to continue to seek a physician to replace the pump.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, additional information was received from a consumer which reported that the patient was receiving dilaudid (concentration not reported) at 12 mg/day, at one time, via an implantable pump; however, "recent" dosing was 4 mg/day with patient assisted (pa) doses (up to 6.2 mg/day). "Current" drugs in the pump also included clonidine and bupivacaine (concentration and dose not reported). It was previously reported that the pump had been empty for 6 weeks on (B)(6) 2015, and that the patient was not receiving drug. Therapy dates of medications delivered by the pump were not reported. The indication for pump use was "spine/back (non-malignant)." It was further reported that the pump had a low battery and an empty reservoir. The patient did not have a managing healthcare provider (hcp). As of (B)(6) 2015, the patient was on oral medications, which were not reported. As previously reported, additional information regarding patient symptoms, interventions/treatment, troubleshooting/diagnostics, and patient outcome were requested, but could not be obtained at the time of the report. That information was also not reported in the new information received. Should additional information be received, a supplemental report will be filed.

Event description:
It was reported an empty reservoir alarm started on (B)(6) 2015. The pump was running empty and had been empty for 6 weeks with no saline in it thus the patient was not receiving drug. The alarm started when the patient had an MRI thus the cause was most likely due to the MRI. The patient stated that the doctor ¿did not agree with me coming to mayo, letting it run out, for them to do heart, and catheter, asthma, copd, nerve damage, foot with the bone coming out the side of it neurology exams¿ and that "you can¿t have these exams with the intrathecal pump killing your pain¿. The hcp was ¿under the impression that the patient was going to have the pump explanted¿. The pump was delivering dilaudid. Refer to manufacturer report # 3004209178-2015-12176 regarding event with MRI. Specific patient symptoms, interventions/treatment, troubleshooting/diagnostics, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.